Event description:
The manufacturer's representative reported the pump was explanted due to infection. The manufacturer's representative expressed concerns about "lot contamination of pumps" as the hcp had implanted 2 different patients on the same day who both developed infections. A follow up report will be sent when additional info is received.